Manufacturer narrative:
Investigation: visual inspection revealed that the tool was rec'd with the cannula. The c-ring had split in half. The other half and the scope wash tubing were not rec'd. The jaws were somewhat burnt. In addition, piece of melted plastic was found attached to the hot jaw. The devices were very bloody. Based upon the visual observations, the reported complaint for "c-ring broke" was confirmed. Due to the melted plastic found on the burnt jaws, this is potentially due to user error. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring broke off in the pt's leg, but was retrieved through the original incision. A replacement unit was used to complete the procedure. The hosp did not report any pt effect. The product was returned.